Event description:
It was reported that the right ventricular (rv) lead has exhibited a gradual increase of impedance in both bipolar and unipolar configurations. It was noted that the patient started two different medications one of which started approximately six months ago. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.